Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. The patient experienced a sensor failure on (B)(6) 2023 and replaced the sensor. The sensor was showing readings within normal bg range and was not giving out alerts for high or low blood glucose. The patient went to a lethargic state, was feeling light headed, throwing up and was showing symptoms of diabetic ketoacidosis (dka) on (B)(6) 2023. Around 11:00 pm on the same day, the patient was brought to the intensive care unit (ICU) due to fainting spells and was tested to have a blood sugar level of around 500 mg/dl by the medical staff. The patient was given insulin via IV drip for around 20 hours. The patient was released on the (B)(6) 2023 after the patient's blood sugar was stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.